Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub breakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for hub breakage with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no: 368650. Batch no: 8303617. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the customer was performing a draw with 21g eclipse needle when pressure was applied to the back of the first tube the needle in the back of the device broke from the hub. The following information was provided by the initial reporter: customer was performing a draw with 21g edlipse needle 368650 when pressure was applied to back of the first tube the needle in back of the device broke from the hub. No patient harm and lab draw was repeated.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 368650, batch no: 8303617. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the customer was performing a draw with 21g eclipse needle when pressure was applied to the back of the first tube the needle in the back of the device broke from the hub. The following information was provided by the initial reporter: customer was performing a draw with 21g eclipse needle 368650 when pressure was applied to back of the first tube the needle in back of the device broke from the hub. No patient harm and lab draw was repeated.